Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose was 60 mg/dl but her blood glucose was in the 300 mg/dl and 400 mg/dl ranges. The patient stated her blood glucose was high due to eating pancakes for dinner. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.